Manufacturer narrative:
H3, h6: it was reported that the dressing pouch seal was compromised by a piece of another dressing being caught in the seal at the edge of the pouch. The device intended for use in treatment was returned for evaluation and was found to be as described in the complaint thus confirming a relationship between the event and the device. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review found no similar instances of the reported event. The reported event is mitigated within the risk files. A probable root cause in this case is a missed quality check. Smith and nephew have strict quality checks in place to ensure that all of their products are in perfect conditions when they leave manufacture. The investigation is now closed with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the pouch of a allevyn life heel 25cm x 25.2cm pack was not securely sealed because a cut-off piece of extra dressing has been trapped in the sealing part. As this was noticed at the sales office, there was no patient involvement.